Manufacturer narrative:
As reported, the bard/davol hydrosurg plus battery chamber had fluid post procedure. The subject device was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries, base battery springs and brown corrosion material on the battery housing. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, on (B)(6) 2021 the bard/davol hydrosurg plus laparoscopic irrigator was used for hernia repair procedure. When the or staff opened the hydrosurg battery compartment at the end of the case, noted fluid inside the battery compartment . There was no performance issue and the device functioned as intended. There was no reported patient injury.